Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the sample needle, reagent needle valves, and sample needle valves from the customer stock. The sample needle was readjusted, and the system was operational upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated total human chorionic gonadotropin (total hcg) patient result was obtained on an immulite 2000 xpi instrument. The discordant result was reported to the physician(s). The same sample was repeated on the same instrument twice and again on an atellica im instrument. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated total human chorionic gonadotropin (total hcg) patient result.